Event description:
Device malfunction: failure to deploy plunger. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, the plunger failed during the deployment of the needles at step 2. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.